Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of tampon stays inside [foreign body in reproductive tract]. Part of tampon stays inside vagina [device breakage]. When pull out tampons...part of tampon stays inside [complication of device removal]. Case description: consumer reported via social media that tampon stays inside during removal. No serious injury reported.